Event description:
Customer reported inform system blood glucose results of 70 mg/dl and 18 mg/dl 11 minutes apart. Based upon the 18 mg/dl, the patient was given d-50 IV at that time due to symptoms of cold, clammy, sweaty and non-responsive. It is unclear as to whether the patient had these symptoms with blood glucose results or just the last blood glucose result. The drop from 70 mg/dl to 18 mg/dl can be medically reasonable in certain situations. However, there is not enough information to make that determination. Based on the statement of the customer's symptoms, the 70 mg/dl would not be a medically reasonable result with a non-responsive patient. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
No device malfunction indicated.